Event description:
It was reported that during a lap nephrectomy procedure when the surgeon used the device it did not seem to be powerful enough to complete the procedure. Then the nurse tried to clean it and the tip of the device was broken. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.